Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.